Event description:
It was reported the pump motor was replaced but still shows an error of motor not working. Possible pcb issue. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
(B)(4).